Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the start of a patient¿s hd treatment. The blood leak was internal, and it was confirmed to be visually observed. Blood was visible outside of the fibers within the dialysate compartment of the device, as well as in the hansens. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood test strips were not used as they were deemed unnecessary. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for manufacturer evaluation.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a patient care technician (pct) from the facility. The pct stated the blood leak occurred immediately at the start of a patient¿s hd treatment. The blood leak was internal, and it was confirmed to be visually observed. Blood was visible outside of the fibers within the dialysate compartment of the device, as well as in the hansens. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood test strips were not used as they were deemed unnecessary. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided blood port and adapter caps were attached to the device. The fibers were wet. During gross visual examination of the returned sample, a void in the polyurethane (pu) was noted on both the cavity and non-cavity ID ends. The voids were noted in the center of the pu cut surface. Further visual examination of the returned sample did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. Therefore, a quality event was initiated for further investigation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.